Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: stent movement requring medical intervention. Device issue: stent movement. It was reported that the stent delivery system (sds) balloon ruptured at low pressure during the first inflation. The stent moved distally in the lesion when the sds was removed. The stent was repositioned back into the lesion, and deployed using a balloon catheter. No patient effects were reported. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident information. Balloon damage can result from an interaction with patient anatomy, interaction with accessories (rhv,gc) and from the manufacturing process, although in-process controls are used to help assure that this was not a manufacturing issue. The balloon expansion prior to rupture most likely partially deployed the stent, causing it to dislodge and move in the anatomy. However, without the device to examine, no determination can be made as to the root cause of the reported discrepancy.